Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-03281. The pt reported experiencing pain at her scs ipg pocket site while charging her scs sys. The pt also reported her scs ipg pocket site is tender to the touch. Additionally, the pt reported experiencing pain between her shoulder blades since implantation. A replacement charging system (low energy) was sent to the pt. Follow-up identified the pt's scs ipg was explanted due to flipping and causing discomfort. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.